Event description:
Information received indicates unintentional movement.

Manufacturer narrative:
The technician isolated the problem to a stuck CPR switch. He cleaned the CPR switch and this resolved the unintentional movement.